Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 136 mg/dl, 123 mg/dl (these first two results were taken at 1:08), 175 mg/dl (1:07). Tests were done within 2 minutes with a difference of 21%. Patient did not experience any adverse events. No further information has been reported.